Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was struck by a motor vehicle that was cited for failure to yield the right of way.

Event description:
According to the police report, the end user was allegedly struck by a motor vehicle while operating the motorized wheelchair on a sidewalk. The operator of the motor vehicle was cited for failure to yield the right of way to a pedestrian while exiting a private driveway. Allegedly, as a result of the incident, the end user suffered a fractured tibia.